Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned, therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Instructions are in place to verify that the device is manufactured to specification. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported that a (B)(6) old male patient underwent a standard ivc filter retrieval procedure. The procedure took less than 43 seconds; however, during the retrieval process the hub on the outer 11fr. Sheath became detached. The procedure was successful. The patient did not require any additional procedures for retrieval nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) year old male patient underwent a standard ivc filter retrieval procedure. The procedure took less than 43 seconds; however, during the retrieval process the hub on the outer 11fr. Sheath became detached. The procedure was successful. The patient did not require any additional procedures for retrieval nor experience any adverse effects due to this occurrence.